Event description:
It was reported that the caller experienced a cgm error. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to reset the pump, and after the reset, the cgm error did not reoccur. The customer was advised to wait 20 minutes before starting their sensor session, which they understood and acknowledged.